Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, it was noted that the right ventricular (rv) lead exhibited intermittent capture, poor sensing measurements, and increased threshold measurements above 7.5v at 0.5ms. It was also noted that the rv lead impedance measurements were greater than 2500 ohms. The physician opted to use a lead repair kit to repair the lead coils, which is an off-label use. After using the repair kit, the lead measurements did not improve, so the physician attempted to place a new rv lead. As the physician was in the process of gaining access, the patient started to cough up blood. The decision was made to implant the new device and connect the non-functioning rv lead into the device header. The device was left programmed to maximum outputs and intermittent rv capture at 6.5v. The pocket was closed and the patient will be transferred to a different hospital for monitoring once stabilized. The patient is not pacemaker dependant.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
The boston scientific sales representative asked for additional information. She found that there was no agreed upon reason for the patient to have coughed up blood. She also found out that once the patient was transferred to the new hospital, the existing rv lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.